Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a small hole in the left ventricular (lv) seal plug and no further anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not successfully implanted. When the device was connected to the implanted leads, left ventricular (lv) pacing impedance was high out of range, although it had been acceptable when checked through a pacing system analyzer (psa). It was suspected but not confirmed that there may have been an issue with the set screws. The implanter disconnected and reconnected the lead from the header serval times, but the issue persisted. The crt-d was removed and an alternate pulse generator was successfully placed. No adverse patient effects were reported.